Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update rec'd 3/27/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for a periprosthetic fracture on (B)(6) 2010. The unknown cup is being changed to a stem. The patient was then revised again on (B)(6) 2010 for infection as alleged by the ppd. The revision operative note confirmed it and all implants were removed and spacers were placed. There was no mention of high metal ions during the (B)(6) 2010 revision as litigation alleged. The patient was reimplanted on (B)(6) 2011. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 3/27/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for a periposthetic fracture on (B)(6) 2010. The unknown cup is being changed to a stem. The patient was then revised again on (B)(6) 2010 for infection as alleged by the ppd. The revision operative note confirmed it and all implants were removed and spacers were placed. There was no mention of high metal ions during the (B)(6) 2010 revision as litigation alleged. The patient was reimplanted on (B)(6) 2011. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation papers allege the patient has suffered pain, and excessive levels of chromium and cobalt.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.